Event description:
Initial reporter called cyberonics to return a explanted generator replaced for end of service. Further follow-up with the neurologist indicated that he got high impedance on a normal mode test, so sent the patient for a generator replacement. He reported he did not perform a system diagnostics test. The patient did not have any injury or fall preceding their high impedance event. During the generator replacement surgery a system diagnostics test resulted in high lead impedance after generator replacement, indicating a possible lead malfunction, subsequently the vns therapy system was replaced. The explanted products were returned to cyberonics for analysis. The generator met specifications and was not at end of service. The lead was returned for analysis in three pieces without the electrode array. No lead discontinuities were noted in the portions returned.

Manufacturer narrative:
Device malfunction suspected on the portion of the lead not returned for analysis. Device malfunction suspected, but did not cause or contribute to a death or serious injury.